Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was patient condition related, based on returned product review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella cp support, there were placement signal issues. During device initiation there were multiple alarms, and low placement signal issues were observed. Multiple attempts to reposition the device were unsuccessful. The device was successfully weaned and explanted. No patient harm was reported.